Event description:
Information was received indicating that the cannula to a smiths medical cleo® 90 infusion set fell off during use. The patient has been receiving novolog insulin during time of treatment. The patient reports that the adhesive falls off due to body type. Blood sugars were reported to be 50-500 mg/dl and a corrective bolus of insulin was given for hyperglycemia. No further adverse effects were reported.